Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that programming of the device was not possible as an xray confirmed that the programming unit was dislocated. As a result, the device was revised.